Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the down, up keypad buttons. The pump was received without a battery cap. The pump passed the self test; it failed rewind test. During motor rewind, the pump returned a pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38s. Thump software was utilized and uploaded trace/history files properly. The case was cut open. There is corrosion on/around the following: home motor switch. In summary, the customer¿s report of pump error 38s was confirmed during testing. The pump error 38 (rewind anomaly) is due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The customer was not able to rewind the pump and had a problem with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was partially performed and the customer was able to clear the error but was unable to complete the rewind process. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-1885 is expected to return.